Event description:
Fire department personnel were attending to a pt who was down for an unk period of time, not breathing but still warm to the touch. Allegedly after the device was attached, it intermittently indicated connect electrodes. A rhythm analysis was eventually completed and a no shock advised message was rendered. The pt was not resuscitated, however the rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability.